Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue was confirmed by field service engineering and was resolved by replacing the cv4 valve. The cv7 check valve was also found to be defective during the service visit and was replaced, and pt6 and low pressure regulator were adjusted.

Event description:
Information received by medtronic indicated that the baseline flow icon was continuously displaying. The user switched to a different cryoconsole for the procedure. No patient complications were reported. Reportable following revision to regulatory reporting criteria.